Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had its respiratory sensor feature disabled and had non sustained ventricular arrhythmia episode stored. Technical services (ts) was consulted and reviewed stored episodes, with electromagnetic interference (emi) noted. The caller health care professional noted that patient underwent a procedure, so this was a false positive signal artifact monitor (sam) episode. Ts discussed device programmed settings and options. This crt-d remains in service. No adverse patient effects were reported.